Event description:
The customer reported that the vaporization efficiency of the fiber had decreased and that the side-firing fiber was noticed to have commenced forward firing at 141,741 joules during a prostate procedure. The procedure was completed with a second fiber. There was no pt injury. No end user injury was reported.

Manufacturer narrative:
(B)(4).